Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("on abdominal radiology the essure was noted but the exact location of the devices could not be determined / the radiology film appeared to show migration of the left-side device / essure devices had migrated") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. It was reported that she cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes rashes and ear infections. On (B)(6) 2011, the patient had essure inserted under general anesthesia. On (B)(6) 2017, 5 years 5 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain / right-sided pelvic pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("excessive bleeding / vaginal hemorrhage"), dyspareunia ("painful intercourse / deep dyspareunia") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, dyspareunia, back pain, arthralgia, alopecia, fatigue and weight increased outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device dislocation, dyspareunia, fatigue, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is still recovering from the procedure. Diagnostic results: on (B)(6) 2017 she underwent an abdominal radiology exam and the essure was noted but the exact location of the devices could not be determined. The radiology film appeared to show migration of the left-side device. She has been tested for nickel allergy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on abdominal radiology the essure was noted but the exact location of the devices could not be determined / the radiology film appeared to show migration of the left-side device / essure devices had migrated') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2011. She cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes rashes and ear infections. On (B)(6) 2017 she underwent an abdominal radiology exam and the essure was noted but the exact location of the devices could not be determined. The radiology film appeared to show migration of the left-side device. She has been tested for nickel allergy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / right-sided pelvic pain"), 5 years 5 months after insertion of essure. On 21-jun-2017, the patient experienced back pain ("lower back pain"), dyspareunia ("painful intercourse / deep dyspareunia") and vaginal haemorrhage ("excessive bleeding / vaginal hemorrhage"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("I feel like I am dying"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, back pain, dyspareunia, vaginal haemorrhage, arthralgia, alopecia, fatigue, weight increased, anxiety, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is still recovering from the procedure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on abdominal radiology the essure was noted but the exact location of the devices could not be determined / the radiology film appeared to show migration of the left-side device / essure devices had migrated') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2011. She cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes rashes and ear infections. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / right-sided pelvic pain"), 5 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced back pain ("lower back pain"), dyspareunia ("painful intercourse / deep dyspareunia") and vaginal haemorrhage ("excessive bleeding / vaginal hemorrhage"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("I feel like I am dying"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, back pain, dyspareunia, vaginal haemorrhage, arthralgia, alopecia, fatigue, weight increased, anxiety, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is still recovering from the procedure. Diagnostic results: on (B)(6) 2017 she underwent an abdominal radiology exam and the essure was noted but the exact location of the devices could not be determined. The radiology film appeared to show migration of the left-side device. She has been tested for nickel allergy. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added: abnormal bleeding, auto-immune symptoms, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on abdominal radiology the essure was noted but the exact location of the devices could not be determined / the radiology film appeared to show migration of the left-side device / essure devices had migrated') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2011. She cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes rashes and ear infections. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / right-sided pelvic pain"), 5 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced back pain ("lower back pain"), dyspareunia ("painful intercourse / deep dyspareunia") and vaginal haemorrhage ("excessive bleeding / vaginal hemorrhage"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue") and anxiety ("I feel like I am dying") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, back pain, dyspareunia, vaginal haemorrhage, arthralgia, alopecia, fatigue, weight increased and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, device dislocation, dyspareunia, fatigue, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is still recovering from the procedure. Diagnostic results: on (B)(6) 2017 she underwent an abdominal radiology exam and the essure was noted but the exact location of the devices could not be determined. The radiology film appeared to show migration of the left-side device. She has been tested for nickel allergy concerning the injuries reported in this case, the following ones were reported via social media: anxiety most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event I feel like I am dying added. Reporter details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the serosa exhibits disruption in the proximal segment with protruding silver, coiled birth control device exicing the lumen') and device dislocation ('on abdominal radiology the essure was noted but the exact location of the devices could not be determined / the radiology film appeared to show migration of the left-side device / essure devices had migrated') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2011. She cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes rashes and ear infections. On (B)(6) 2017 she underwent an abdominal radiology exam and the essure was noted but the exact location of the devices could not be determined. The radiology film appeared to show migration of the left-side device. She has been tested for nickel allergy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / right-sided pelvic pain"), 5 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced back pain ("lower back pain"), dyspareunia ("painful intercourse / deep dyspareunia") and vaginal haemorrhage ("excessive bleeding / vaginal hemorrhage"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("I feel like I am dying"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, back pain, dyspareunia, vaginal haemorrhage, arthralgia, alopecia, fatigue, weight increased, anxiety, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, back pain, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is still recovering from the procedure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information added. Event: the serosa exhibits disruption in the proximal segment with protruding silver, coiled birth control device exicing the lumen added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.